Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had a revision surgery to remove the defective wright hip implant from her left hip. Patient suffered persistent pain and decrease mobility. The wright hip system created metallic debris and loosened from acetabulum.

Manufacturer narrative:
No alleged deficiency against this component. Therefore the event is not reportable. Please void the initial report.